Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that two hips had 1mm nonprogressive acetabular radiolucent lines in all three zones. Four hips had thin radiodense lines in all three zones at final follow up examination.

Manufacturer narrative:
No device or photos were received; therefore the condition of the component is unknown. The part and lot number is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. It is noted in the journal article that the radiographic evaluation showed no evidence of acetabular component migration or shift. It is noted in the journal article that the radiographic evaluation showed no evidence of acetabular component migration or shift. Product history search cannot be completed since the part and lot number is unknown. Patient activity level and adherence to rehabilitation protocol are unknown. A definite root cause cannot be determined with the information provided.